Manufacturer narrative:
(B)(4). Date sent to FDA: 12/10/2020. Analysis summary: a fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. . The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? Trocar wound. What was used to complete the procedure? No further information is available. Lot number? No further information is available.

Event description:
It was reported that a patient underwent an unknown laparoscopic surgery on (B)(6) 2020 and suture was used. During the procedure, when closing the trocar wound, the needle was broken at the tip during interrupted suturing on the fascia. The needle tip was found with no problem; thus, this issue did not cause a serious problem. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.